Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. A caregiver reported that the customer obtained unspecified low sensor readings as compared to readings obtained on a competitor meter. The customer experienced unspecified symptoms of hyperglycemia and felt disoriented, thirsty, anxious, and upset. An ambulance was called and paramedics obtained an unspecified glucose reading, and the customer was taken to the hospital where they received treatment to lower blood sugar. No further information was provided. There was no report of death or permanent injury associated with this event.